Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm excessive no delivery alarms due to the motor error alarms.

Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. The blood glucose reading at time of call was 340 mg/dl and treated with manual injections. The customer stated that the units left in the status screen do not match the insulin left in the reservoir. The customer stated that the current display shows 42.20 units, but there is no insulin in the reservoir and the device did not alarm low reservoir. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.